Manufacturer narrative:
A third-party service agent evaluated the customer's device and observed that the device would not power on. The customer will receive a replacement device under warranty. The cause of the reported issue could not be determined.

Event description:
During routine preventative maintenance testing, stryker observed that the customer's device would not turn on. There was no patient involvement reported with the event.